Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed bicarbonate buffer test and 1 of 2 sensors failed for high readings. One remaining sensor passed per specification with accurate readings. It was also found that both sensors had bent cannula. It was unable to confirm if the customer received sensors in said condition due to customer returned sensors opened/used.

Event description:
Customer reported via phone call that she had been experiencing sensor reading discrepancies. Customer stated that the day prior, the insulin pump was constantly going off due to low sensor readings. Customer stated that the sensor glucose at the time of the call was 70 mg/dl but her blood glucose was 253 mg/dl. Customer was advised about the recommended insertion and calibration process. Product was replaced and returned for analysis.